Event description:
It was reported to philips that during a procedure for an emergent st-elevation myocardial infarction (stemi), imaging functionality became unavailable. It was noted that a dark grey static image appeared, followed by the message ¿the generator is now starting up[bvh1.1], no x-ray available¿. The customer further reported that this message reappeared upon a system reboot and that, after the system had resumed normal operation, the message ¿radiation without grid. Tube grid defect¿ was displayed. The patient was placed on a portable monitor, transferred to another room, re-draped, and the sheath was exchanged for a new sterile sheath. No additional information has been provided to philips to date. An investigation into the reported event has been initiated by philips.